Event description:
It was reported that the patient had one successful shock for ventricular fibrillation episode and then the implantable cardioverter defibrillator under-sensed subsequent episodes of ventricular fibrillation/ventricular tachycardia and therefore did not deliver anymore therapy. The patient passed away on (B)(6) 2022. There is no allegation from the physician that suggests the death was related to the patient's system or any procedures involving the system.

Manufacturer narrative:
The complaint of patient death due to under-treated ventricular fibrillation was confirmed. The device performed per programmed settings and specifications as the predominant arrhythmia rate was slower than the programmed therapy zone. Correction:b2, h1.